Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 8.1 mmol, 4.6 mmol, 16.4 mmol. Tests were done within 2 minutes with a difference of 72%. Patient did not experience any adverse events. No further information has been reported.